Event description:
It was reported that when pressing the button to automatically rotate the c-arm to the ml position, it will continue rotation and not stop. No injury reported. A field engineer was dispatched to the site and determined that the switch banks on the c-arm needed to be replaced. Once this was completed, the system was working as intended.